Manufacturer narrative:
On february 19, 2026, mentor received additional information that indicated that correct date of event was on august 1, 2025, when the rupture was diagnosed, via mammogram. The suspect medical devices have been discarded after the surgery. In addition, the left breast implant information was provided as, 450cc mentor memorygel breast implant (catalog: 3504504bc lot: 7583713 sn: (B)(6)). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with a 450cc mentor memorygel breast implant on the right breast and an unknown mentor gel implant on the left breast. Post-operatively, the patient developed right breast pain and was diagnosed, via mammogram, with right breast implant rupture. She also suffered from migraines and discomfort. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2025. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).